Manufacturer narrative:
The device was returned for evaluation. The returned commander delivery system balloon was inflated, and it appeared that the distal end was inflating faster than the proximal end. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d4 (additional device information - model number, lot number, expiration date, unique identifier (UDI) number), h4 (device manufacturer date), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned delivery system device revealed a kink on the proximal balloon shaft under the colored strain relief. This was likely due to packaging. Functional testing was performed on the returned device. The balloon was inflated, and it was noted that the distal end may have been inflating faster than the proximal end. The inflation/deflation time was measured, and the measurements met specification. There were no abnormalities noted during this testing. Full gross alignment and fine adjust were also able to be performed without any abnormalities. Imagery and a video were provided for evaluation. The fluoroscopic imagery appears angled as indicated by overlapping transcatheter heart valve (thv) struts. A crimped thv appeared not fully aligned within the valve alignment markers and was positioned more distally. During valve deployment, the balloon was observed to initially inflate from the distal shoulder before the proximal side started to be inflated. The balloon eventually achieved full inflation to deploy the valve; however, due to the valve being positioned off-marker, the outflow side was deployed on the balloon shoulder. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU/training manuals, it states before deployment to ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve not between alignment markers and deployed and inflation difficulty/incomplete inflation were confirmed from review of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of the IFU and training manuals revealed no deficiencies. As reported, "following pusher backing, valve deployment in 90/10 (aortic/ventricular) position was attempted, but the left ventricular (lv) side of the balloon was greatly inflated. As a result, the valve was deployed in the 70/30 (aortic/ventricular) position". Per the training manual, "before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker". Additionally, it is advised "a coplanar view is critical for correctly positioning and deploying the thv." Based on the provided video of the procedure under fluoroscopy, evaluation of the thv position over the alignment markers may have been done under angled fluoroscopy and created a non-coplanar view, as overlapping struts of the anterior and posterior sides of the thv were visible. Use of a non-coplanar view could have caused incorrect assessment of the thv alignment prior to deployment, leading to the valve mistakenly being deployed when not between the alignment markers and resulting in the observed asymmetrical inflation. Similarly, the crimped thv was observed to not be properly between the valve alignment markers, appearing more distal on the alignment markers. However, the observed asymmetrical deployment (distal end of balloon and thv deploying first) is a characteristic of a more proximal misalignment of the thv over the alignment markers. Imagery of the final position of the deployed thv shows it was positioned over the proximal shoulder of the inflation balloon, further supporting that the thv was misaligned more proximally over the alignment markers prior to deployment, due to using a non-coplanar view during assessment. In this case, available information suggests that not following the instructions and using a non-coplanar view during thv alignment may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, during valve deployment, the left ventricular (lv) side of the commander delivery system balloon had greatly inflated resulting in an asymmetrical expansion of the valve. Review of imagery provided revealed the valve did not appear to be between the markers before deployment. The valve was deployed in the 70/30 (aortic/ventricular) position instead of the intended 90/10 (aortic/ventricular) position. There was no fluid loss or an increase in the inflation time/rapid pacing time and there was no intervention performed.

Manufacturer narrative:
The investigation is ongoing. H3 other text : pending device return.